Event description:
Boston scientific received information that this left ventricular lead - implanted two months earlier - contributed to loss of capture and a dislodgement was verified on fluoroscopy. The lead was explanted and successfully replaced and no adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and will be returned to boston scientific, crm for analysis. If further information becomes available, an updated report will be submitted.